Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing and sensing failure, due to dislodgement. It was noted that an x-ray performed in (B)(6) 2012 confirmed the lead was dislodged. No change was made at that time. In june 2013, a revision procedure was performed. A new ra lead was to be added; however, access was not obtained due to a blocked vein around the svc. The dislodged lead was disconnected from the device and attempted to be explanted, but the lead could not be withdrawn. The chronic ra lead was tested on the pacing system analyzer (psa) and oversensing was observed. Since a new ra lead was unable to be added from the same side of the patient, and the old ra lead could not be removed, the ra lead and rv lead were reconnected to the old device. The device was reprogrammed to vvi to inactivate the ra lead and the patient was to be monitored. If the patient¿s heart failure became worse, a new implant procedure on the patient¿s other side would be considered. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.